Event description:
Patient was revised due to pain, fluid and metallosis. It was noted that the cobalt level was 3.6 and the chromium level was 1.9. Litigation papers received (B)(4) 2012 and attached. Complaint changed to legal. There is no new information that would change the outcome of the investigation. (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (B)(4) 2012 - patient's operative records received. Noted were fine linear scratches, which were multidirectional, on the femoral head. The taper had corrosive debris.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.